Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient/case information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the entire scs system was explanted via surgical intervention on (B)(6) 2019 due to an unspecified issue with the lead.